Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging a battery charge issue with their onetouch verio iq meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began a few months prior to contacting lifescan. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing ¿diabetic ulcers¿ one month after the alleged issue began. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom is a long term complication of diabetes and does not meet lifescan¿s criteria for a serious injury. The patient did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.